Event description:
(B)(6) had a right subclavian bard powerport catheter inserted on (B)(6) 2012 under fluoro guidance to be used for chemotherapy administration. On (B)(6) 2012, the device was found to be nonfunctional and the catheter portion of the device was found to have embolized into the right atrium. The embolized catheter was clearly identified fluoroscopically, both ends were in the right ventricle and the loop of the catheter was extending into the right atrium. The catheter was successfully removed in the cardiovascular lab with no apparent complications and (B)(6) was discharged the same day to home.